Event description:
Patient called to report an adverse event involving a durolane injection she received on (B)(6) 2024. Patient stated since the injection she has been experiencing allergies, rash, hives, headache, and irritation. Patient stated she's reached out to the doctor, but they haven't been any help. Patient stated she's been to urgent care twice and was given pills and cream to help the reaction. She said she was never informed of any possible side effects before the injection.